Manufacturer narrative:
The reported event of overestimation of battery longevity was not confirmed on device. Upon receipt, the pacemaker was at above elective replacement indicator (eri). Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Manufacturer narrative:
The reported event of overestimation of battery longevity on the pacemaker was not confirmed. Upon receipt, the device was at above elective replacement indicator (eri). Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found.

Event description:
New information notes that the pacemaker was explanted and replaced on (B)(6) 2021. No patient consequences.

Event description:
It was reported that the pacemaker exhibited over-estimation of battery longevity. Battery longevity was recalculate later. No intervention was performed. No patient consequences.